Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test and displacement test or verify the unexpected rescalarm due to blank display.pump received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states jumped in the pool with their pump and alarmed pump error. The customer states pump error alarmed when battery was inserted not during normal use. The insulin pump is being replaced and is expected to return for analysis.